Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited premature battery depletion during a device check-up. The patient was asymptomatic. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory via device image. High current was observed in the device image. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.